Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with additional information.

Event description:
It was reported that a vision stent delivery system (sds) met resistance with another unspecified sds and the guide catheter during advancement. The vision sds failed to cross the left anterior descending (lad) lesion. During vision sds removal, slight resistance was met and the stent dislodged in the guide catheter. All was removed as a single unit from the patents anatomy. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to position and difficult to remove could not be tested as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: the vision stent delivery system (sds) failed to exit the guide catheter due to resistance. Reportedly, the catheters inner diameter was not large enough for the two sds's.